Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange on (B)(6) 2017 due to driveline infection and pump thrombus. Additional information was requested, but was not provided.

Manufacturer narrative:
The device was returned assembled. Upon disassembly of the returned device, a thrombus formation was found surrounding the inlet bearing cup and ball, obstructing approximately 40-50 percent of the blood flow path. The thrombus ring revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that it developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was supporting the patient. In addition, examination of the proximal-side of the outlet stator revealed a small, non-denatured tissue-like deposition situated adjacent to the bearing ball and in contact with one stator blade. The deposition was not adhered to the blood-contacting surfaces and lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin could not be conclusively determined. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The evaluation could not determine a specific cause for the development of the observed depositions or a duration of time for which they were present in the device. A correlation between the device and the reported infection could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.